Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. The guidewire was returned with the torquer device, and it was observed that it was bent at distal tip. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the coating had peeled. An amplatz - pi guidewire was selected for use. During the procedure, it was noted that the distal end of the coating was irregular and roughened. The guidewire was determined to be unusable and was replaced with a new guidewire, same model to complete the procedure. There were no patient complications.

Event description:
It was reported that the coating had peeled. An amplatz - pi guidewire was selected for use. During the procedure, it was noted that the distal end of the coating was irregular and roughened. The guidewire was determined to be unusable and was replaced with a new guidewire, same model to complete the procedure. There were no patient complications.